Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the printed circuit unit (pcu) and performed calibrations and testing. The determination could not be made that the device failed to meet specifications. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator generated code for a primary alarm failure. There was no patient involvement.